Manufacturer narrative:
(B)(4). Concomitant medical products - all poly patella # 00597206532, lot # 61474921. Nexgen lps-flex femoral component prolong # 00596401552, lot # 69554237. Nexgen lcck tibial component # 00598004702, lot # 61466102. Nexgen lps-flex femoral component prolong # 00596401552, lot # 61370641. Palacos rg # 00-1113-140-01, lot 69554237. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery 7 years post initial surgery due to a bearing fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Medical products - palacos rg 1x40 single catalog # 00111314001 lot # 69554237. Reported event has been confirmed by review of actual device received. Evaluation of the returned articular surface identified that the post had fractured off. Some nicks and gouges were noted on the condyle mating surfaces and on the component backside. Fracture analysis of the device identified the fracture surfaces on both the bearing surface and the post were smooth and the edges were sharp, indicating that the post broke cleanly and the broken post did not remain implanted for a long enough time after the fracture to sustain additional damage/wear. Many of the machining marks were still clearly visible. The fracture surfaces of the bearing and the post fit together well. There was some evidence of additional damage on the posterior side of the post near the fracture, potentially indicating that there was pre-fracture impingement damage, which could potentially serve as a crack initiation site. It was also identified that the inferior side of the part was observed to have possible uneven wear patterns. The inferior side of the left condyle appeared to have larger indents from the through holes in the tibial tray than the right condyle, and the wear on the inferior left side appeared to be more pronounced than on the right side. The post fracture was possibly caused by overloading, and possibly exacerbated and/or initiated by uneven weight distribution between the condyles and possible impingement damage to the base of the post. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was further reported the patient was experiencing popping noises prior to the revision. Attempts have been made and additional information on the reported event is unavailable.